Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a set transfer 102in w/microclave clr/dual chk vlv/1.2 filter ca/50 generated a leak during patient use. The report stated, "at shift onset writer found that the aads in-line filter was leaking. Nnp notified and infusion stopped and changed." There was no patient harm reported.

Manufacturer narrative:
Investigation summary: received one (1) used mc330419 smallbore transfer set w/1.2 micron filter connected to one (1) used list# unknown extension tubing for inspection. As received the filter vents on the 1.2 micron filter were wetted out with prior infusate. The set was leak tested per product specifications. There was leakage from the inlet and outlet filter vents of the 1.2 micron filter. The reported complaint can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A DHR lot# review could not be conducted because no lot number(s) was/were identified.